Manufacturer narrative:
The device was received fully deployed. The investigation found no bends, kinks or damages to the soft cannula. The pod data shows no evidence of struggle in the drive mechanism that would indicate that the cannula was occluded by bends or damage at the time of the event. The investigation found no damages or defects to the fluid path that would result in fluid leaking during wear.

Manufacturer narrative:
The product has been returned, however our investigation is still ongoing, when the investigation is complete a supplemental report will be submitted with the results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that he patient sought medical attention at the emergency room on (B)(6) 2026 with hyperglycaemia. The patient¿s blood glucose levels rose above 400 mg/dl while wearing the pod between 24 and 36 hours. It was reported that the pod was leaking insulin. When the pod was removed from the infusion site (arm), the cannula was found to be bent. Reported symptoms include headache, dizziness and nausea. The patient was treated with 20 units of insulin. The patient also underwent testing at the hospital which confirmed that no ketones were present and that the patient¿s organs were functioning correctly (details on the tests or which organs were looked at were not provided). The patient was released later the same day.